Event description:
On 28feb2024, an online distributor in china reported a patient (pt) experienced eye pain and was diagnosed with scleritis on 27feb2024 while wearing 1-day acuvue® define¿ with lacreon® brand contact lenses (cls). On 01mar2024, the pt reported eye pain and discomfort in the right eye (od) in feb2024. The pt is a new wearer. The pt reported the od was red upon removal of the suspect cl. The pt went to an eye care provider (ecp) who diagnosed od scleritis (date of the visit was not provided). The pt reported the od is ¿much better now¿. The pt has no autoimmune condition and has experienced no recent trauma to the od. The pt refused to provide any additional medical information. No additional medical information has been received. No additional medical information is expected. The date of the pt¿s event is being recorded as 01feb2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4151590102 was produced under normal conditions. Availability of the suspect od cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
Suspect product was discarded.